Event description:
(B) (6) medical hospital, (B) (6) has 150 b braun "outlook" infusion pumps. They received a drug library upgrade in (B) (6) 2009. Since the upgrade, the pumps have been experiencing degraded performance of the monitor portion of the pumps. B. Braun has effected a piecemeal temporary solution through repair of the pumps as they fail. However, b. Braun has not provided a permanent fix.